Manufacturer narrative:
(B)(6) 2018. The (B)(4) service engineer evaluated the device and replaced the distribution panel. Subsequently, the ventilator was returned to use.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The event date was not specified, estimate used.